Event description:
The facility representative contacted baxter to advise that a colleague volumetric infusion pump had smoke coming from the pump in an unknown process step. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
The software version is 5.04.00, and is categorize as unremediated.

Event description:
An umbilical catheter was found leaking tpn. A nurse practitioner found a break in the lumen about 0.5 -1 cm. Past the suture.

Event description:
During service at baxter, it was discovered that a colleague infusion pump with the channel a select key not working. According to the customer there was not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
There is a CAPA investigation associated with this report. The pump was received and evaluated by baxter. It was discovered that the channel a select key was not working. The channel a keypad was replaced.